Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer also reported that the insulin pump alarmed no delivery. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised customer to monitor the pump and call if any issues recur. Product is not being returned or replaced.